Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads were found to be dislodged. The leads were capped and replaced. The patient was enrolled in the advanced iii clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.